Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: black box shows evidence of short battery life with voltage drops beginning on 9/20/2016. Evidence of moisture behind display lens. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws not within specifications; leak test shows leaks at display lens. Removed pump case. Evidence of moisture damage inside pump, including, transceiver /cgm board, force sensor housing and force sensor pins..checklist step load/step and current draws fail due to internal moisture contamination. Due to moisture contamination in force sensor, force sensor is unable to detect cartridge resulting in a load/step failure.